Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient on this medical surveillance specialists behalf. The patient does not recall when the issue began, but does recall it being in the morning. The patient reported obtaining inaccurate results of ¿160 and 190 mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for precision. The patient manages their diabetes with insulin (self-adjuster), and the patient is on a set amount. The patient mentioned that they test 3 times a day, morning, lunch and night. The patients typical results in the morning are 70-74 mg/dl, the afternoon they are typically 160-190 mg/dl and at night they typically 160-190 mg/dl. The patient claims they developed symptoms of ¿blurriness¿ as soon as they awoke. The patient confirmed prior to the onset of symptoms they did not make any changes to their diet, medications or activity level. The patient alleged self-treatment with insulin to treat the symptoms the patient does not recall when this was taken. At the time of trouble shooting, the cca confirmed the issue was an inaccuracy issue; the cca was unable to identify which meter was giving the issue. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.